Event description:
Caller alleged discrepant results with inratio meter versus lab.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: see scanned table. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values of test 2 in 2009 fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strips accuracy and/or precision testing as part of the complaint investigation if meter is returned. Unable to perform retained strip testing on lot no 080868b, due to unavailability of strips.